Event description:
It was reported that during a surgical procedure at the user facility, the device was overheating. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
During the device evaluation, a short circuit was found in the motor winding, which is a probable cause of the reported overheating. The device has been repaired, but it has not been returned to the user facility at this time.